Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. Customer has a kit and put sample in the correct well. The result shows a red band in the lower window but no control line. She did send a picture of the result.

Event description:
Invalid result. Customer has a kit and put sample in the correct well. The result shows a red band in the lower window but no control line. She did send a picture of the result.

Manufacturer narrative:
Batch records for final product manufacture and qc record for (B)(4) were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from (B)(4) met the qc criteria. The test results of retention samples from (B)(4) met the qc criteria. All cassettes flow normally and show results within 15 to 30 minutes of reading time. Test results can be found in the attachment of investigation. After completing the testing of retention samples, the root cause of issue is undetermined. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report; g6, "type of report" - follow-up #1; h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation"; h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation; conclusions" are added per investigation.